Event description:
The device involved in this report was interrogated after implantation, and was found to be operating in standby mode. Device was re-initialized and normal operations were observed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Method (other): since the device remains implanted, the programmer files were reviewed. Results and conclusion: the root cause of the inconsistency responsible of the standby mode couldn't be identified, nevertheless, normal behavior was restored upon device re-initialization. (B)(4). Conclusion: the switch to standby mode resulted from an inconsistency in device parameters, identified by the programmer. Normal behavior was restored upon device re-initialization (automatically performed by the programmer, after the switch to standby mode).